Event description:
The customer contacted physio-control to report that intermittently the device requires the user to press the shock button multiple times before it will deliver a shock. As a result, defibrillation therapy may be delayed or unavailable, if it is needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The customer contacted physio-control to provide additional information on the reported event. Per the customer, there is no evidence that a malfunction of the device occurred and the issue was related to a use error.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that intermittently the device requires the user to press the shock button multiple times before it will deliver a shock. As a result, defibrillation therapy may be delayed or unavailable, if it is needed. There was no report of patient use associated with the reported event.